Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead triggered an alert for impedance out of range with impedance spikes. The patient is scheduled for a lead revision.

Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The patient was experiencing dizziness and light headedness with coughing and arm movement. The oversensing was able to be reproduced with arm movement and coughing. The physician reprogrammed the lead and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.